Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with vegetation, possible abscess formation, sepsis, (B)(6) infection, (B)(6) bacteremia, (B)(6), acute respiratory failure with hypoxia, septic embolism, chronic systolic heart failure, endocarditis, lower back pain and generalized fevers. The patient developed ominous rhythms including symptomatic bradycardia, sinoatrial dysfunction and high atrioventricular block. The patient was treated with antibiotics. The single chamber implantable pulse generator (ipg) system was removed and a tricuspid valve replacement was performed. A temporary pacing right ventricular (rv) lead was placed. Over the ensuing week it was noted pus was emanating from the temporary lead with tenderness noted. The patient underwent debridement and flap closure. The patient developed hematoma which was subsequently evacuated. A computerized tomography (CT) of the chest showed indication of septic embolic disease and mild pulmonary edema with bibasilar atelectasis and diffuse body wall anasarca. The chest debridement showed focal necrotizing inflammation, fat necrosis and hemorrhage. The status of the temporary pacing lead is unknown. No further patient complications have been reported as a result of this event.